Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button was sticking for the past 2 months. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the up arrow button response issue.

Manufacturer narrative:
(B)(4): testing confirmed the contrast button responds intermittently; all other buttons respond appropriately. Keypad peeling up from ok button and the lettering is worn. Keypad was removed and adhesive contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.